Event description:
The customer reported that the insulin pump had a motor error alarm. The blood glucose reading was 212mg/dl. Troubleshooting was performed, and the displacement test failed. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.